Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a total hip arthroplasty due to severe degenerative joint disease of her left hip (B)(6) 2007 with the howmedica definition hip system. Patient underwent left hip revision surgery on (B)(6) 2012.